Event description:
It was reported during a ureteral stent placement procedure the positioning suture of this stent broke, which resulted in an inability to lock the catheter. The stent was successfully retrieved utilizing a snare. The physician chose not to place another stent at that time. No patient complications resulted from this event. The device has not been received for evaluation. Therefore, no failure analysis is available. A lot search was performed and revealed no other complaints to date on this lot number. User technique and/or patient anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event.